Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4). No investigation possible as complaint was resolved in the field.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. A software download successfully restored the device. On (B)(4) 2014, the device was explanted and replaced.

Event description:
A review of information notes that the pulse generator was explanted as a result of normal battery depletion.